Event description:
This spontaneous report ((B)(4), (B)(6)) from the united states of america was reported by a consumer (age and gender unspecified) via phone who reported that they had 2 of these condoms on, and they broke, and now the consumer had acquired immunodeficiency syndrome (aids) after using the trojan latex condom unspecified. On an unspecified date, the consumer initiated use of two trojan latex condom unspecified condoms. The consumer had on two condoms. The consumer reported that they broke. At the time of this report, the consumer has acquired immunodeficiency syndrome (aids). No additional information was available. The action taken with trojan latex condom unspecified was not applicable. The outcome of the event acquired immunodeficiency syndrome (aids), was not recovered. The outcome of the event broke was not applicable.

Manufacturer narrative:
Not avail.